Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See scanned page.

Event description:
It was reported that the insulin pump had physical damge to the reservoir compartment area. The most recent blood glucose reading was 135 mg/dl. The customer stated that she had noticed the damage in the last 4 weeks. She observed that there were cracks at the reservoir compartment, and the black ring fell out on its own. She observed that halfway of the tope of the reservoir compartment was missing. She stated that most times when she put the reservoir in, the insulin pump seemed to be cracking, likely from wear and tear. Advise replacement of the insulin pump. Nothing further reported.